Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: a review of the last basal delivery was on (B)(6) 2016 at 12:50am prior to multiple consecutive power on reset (por) events. The last bolus delivery was on (B)(6) 2016 at 11:26pm; the bolus total in the bolus history was correctly reflected in the total daily dose (tdd). The tdd added up correctly and reflected the programmed basal rate target. The ¿ez-prime¿ steps were correctly performed. The pump reflected 24 (u) units after a 24 hour 1 unit per hour duration test. A 10u normal test bolus and 10u test audio bolus were correctly delivered and recorded in the bolus history at the correct time and order. The pump passed a delivery accuracy test. The reported ¿bolus totals did not match¿ complaint was not duplicated during investigation and the product performed within specification. Unrelated to the complaint, the battery compartment was found to be cracked below the grip pad; the returned battery cap was able to tightly secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the bolus totals did not match what was in the bolus history. The patient reportedly experienced a blood glucose (bg) >500mg/dl. The exact bg value reportedly was not provided. There was no indication of medical intervention. The basal delivery totals in the total daily dose reportedly matched the active basal program total as expected. The basal history reportedly matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump not performing as intended with regards to the history or the settings resulting in under delivery.